Manufacturer narrative:
If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation an intraocular lens (iol) did not release from the delivery system. The lens, after advancing out of the delivery system, it got stuck to it. Reportedly the lens touched the patient's eye but no incision enlargement, no suture, no patient injury was reported. Another lens same model and dioptre was used. The lens was reported being discarded. No further information was provided.

Manufacturer narrative:
The initial MDR, was submitted with the incorrect device manufacture date of 05/07/2015. The following date should have been entered: device manufacture date: 5/07/2016. All pertinent information available to abbott medical optics has been submitted.